Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and a gore® dryseal flex introducer sheath. The 16fr gore® dryseal flex introducer sheath was inserted from the left femoral artery. After all devices were implanted, final angiography revealed a dissection near the bifurcation of the left iliac artery. The diameter of the left iliac artery was reported to be 7.5 mm. The nominal outer diameter of the 16fr sheath is 6.1 mm. A stent graft (manufacturer unknown) was implanted to treat the dissection. The patient tolerated the procedure.